Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert. Review of the episode revealed that the device delivered atrial paced events that caused true ventricular events to fall into ventricular-blanking. The physician elected to reprogram the device by adding a monitor zone. Monitoring will continue. There were not patient symptoms reported.